Event description:
It was reported the customer had a reservoir leak. Customer reported insulin was leaking past the second o-ring on their insulin pump. It was also found the reservoir leak had been occurring for many years. The customer also stated they had their insulin pump replaced but the issue with the insulin leak persists. The customer also stated the leak always occurred on the third day, when the reservoir set is to be changed. It was also found there was no insulin visible in the battery/reservoir compartment or under the lcd display. The customer was advised the reservoir leak could be attributed to an air bubble that is expanding. There was also no cracks or splits on the customer's insulin pump. The customer's blood glucose was 142 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)